Event description:
Customer reported seven incidents of clotted fibers with the psn 210 dialyzer, occurring since the beginning of 2003. It was reported that at the end of pt treatment, during rinse back of the pts' blood, a band of fibers approximately 1/8" wide appeared clotted. No patient injury or medical intervention was reported per customer for all incidents.